Event description:
It was reported that there were concerns this right ventricular (rv) lead exhibited oversensing. Technical services (ts) reviewed the reports and agreed with the physician that it appeared to be oversensing and looked like an arrhythmia. However, ts noted that the oversensing did not impact therapy, but it may have had the episodes be declared earlier. Additionally, there was atrial pacing that caused intrinsic ventricular signals to fall into cross chamber blanking, but it did not prevent therapy. The therapy delivered did not convert the arrhythmias. The arrhythmias self-terminated. The lead remains in use. No adverse patient effects were reported.